Event description:
It was reported that during an in home demonstration, the pta balloon would not inflate. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The device was returned for eval. The complaint investigation is unconfirmed, as the device performed properly under laboratory conditions. Per the complaint comments, the balloon refold tool was cut down and put over the balloon to mimic a lesion for demo purposes and the balloon was unable to deflate. The balloon refold tool was not designed as a device that can mimic a lesion during the demo. Therefore, the probable root cause is likely user related. The conquest pta balloon instructions for use (IFU) provide general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.